Event description:
An alarm was reported from the pump during the loading process, leading to a malfunction issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support with loading a new cartridge, but the cartridge alarm occurred again. Customer failed to resume insulin therapy due to the recurring alarm, so technical support decided to replace the pump, which was under warranty. The customer was informed of the backup therapy using an alternative form of insulin (mdi), educated on preparing the pump for return, and agreed to send it back within ten days.